Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The implants department of the hospital, alleged the following event, "the implant was faulty, surgeon could not implant the device."